Manufacturer narrative:
1 of 1 devices were returned for evaluation. Evaluation of 1 device found normal chuck wear and the turbine needed to be replaced. The device was repaired and returned to the customer.

Event description:
This report summarizes 1 malfunction event where a midwest e mini handpiece would not hold burs. No injury resulted in the event.